Event description:
It was reported that the patient presented to the hospital remotely for a follow up on (B)(6) 2023. During examination, it was noted that there was loss of capture on right ventricular (rv) lead. No programming changes were performed. The patient was in stable condition.